Manufacturer narrative:
A united states customer contacted siemens to report a delay in testing occurred due to a rack barcode identification misread error on the direct load (dl) module of an atellica solution. Siemens analyzed the available information, including instrument log files and found no evidence of rack barcode read failures. The expected atellica solution behavior when a tube top sampling cup (ttsc) specimen is loaded onto the direct load module with the proper dl rack and with the tube properly seated is that it should process correctly. The actual behavior observed by the operator when the ttsc was properly loaded onto the proper dl rack was a capped tube misreport. As a result, the rack unloaded to the output lane without the specimen being processed. The cause of the rack barcode identification misread error is unknown. The atellica solution is performing within specifications. No further evaluation of this atellica solution is needed.

Event description:
A delay in testing occurred due to a rack barcode identification misread error on the direct load (dl) module of an atellica solution. The misread error caused one tube top sampling cup (ttsc) specimen to be returned to the output lane without processing the sample. No error messages were posted in the operator log alerting the operator to the issue. There are no known reports of patient intervention or adverse health consequences due to the event.